Event description:
It was reported that during turbinate reduction procedure, the coblator generator did not active the turbinate wands. The surgeon tried two different wands but neither wand worked. The settings went to ablate -0 and coag -2, and it could not be adjusted the ablate setting. No significant delay and the procedure was completed with another modality "microdebrider turbinate reduction". No other complications were reported.

Manufacturer narrative:
H10 h3, h6 the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. No product identification information was provided, thus a manufacturing record review could not be conducted. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical/medical evaluation was completed and concluded per report, during a pediatric procedure, after two attempts to active the turbinate wand, the surgeon changed to a different modality, ¿microdebrider turbinate reduction¿ to complete the procedure. Per communications, the devices was never used on the patient. Since there was no further harm to the patient from the prolonged anesthesia and the procedure completed with a backup device no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed.

Event description:
It was reported that the coblator generator did not active the turbinate wands. The surgeon tried two different wands but neither wand worked. The settings went to ablate -0 and coag -2, and it could not be adjusted the ablate setting. No significant delay and the procedure was completed with another modality "microdebrider turbinate reduction". No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.